Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and the cause was not identified because the disposable set was not returned to baxter. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During follow up for a related report, the home patient (hp) stated he did not notice anything particularly different with the supplies; however, the solution leaked everywhere. The hp stated he discarded the supplies and started over. The hp reported no further issue. There was patient involvement but no patient injury or medical intervention reported.